Manufacturer narrative:
(B) (4): the device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the pt heard an alarm. The pump was interrogated and noted a motor stall had occurred on (B) (6) 2010 at 03:22 and recovered at 18:13. Another motor stall occurred on (B) (6) 2010 at 16:49. A stopped pump period may exceed tube set error occurred on (B) (6) 2010 at 16:49. A motor stall recovery occurred on (B) (6) 2010. Two additional motor stalls and recoveries occurred on (B) (6) 2010. The pt stated he had not been exposed to any strong magnetic fields. The pt experienced withdrawal. He was admitted to the hospital to manage his symptoms and to have the pump replaced on (B) (6)2010. The drug in the pump was dilaudid. The estimated early replacement indicator was not for another 16 months. There was no pt death or injury and the pt recovered without sequela.